Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the lead exhibited rising impedances and nose.

Event description:
It was reported that the right ventricular (rv) lead was capped due to high impedance. The rv lead remains in the patient out of service. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2007. (B)(4).